Event description:
It was reported that the user contacted support regarding elevated blood glucose after a usual lunch and confirmed on the ilet pump that the meal announcement had already been made; the user had also replaced supplies prior to the meal. Symptoms included no reported clinical symptoms despite a peak blood glucose of 246 mg/dl. Outcomes included continued self-monitoring with blood glucose trending down to 220 mg/dl and no hospitalization. Investigation included real-time troubleshooting and education to verify meal announcement on the device. Investigation of this case revealed no device alarms, no malfunction indicators, and no user symptoms, with glucose decreasing after the confirmed meal announcement and recent supply change. It was concluded, based on previously established findings for similar reports, that the cause was unclear given the absence of device alerts, the confirmation of meal entry, and spontaneous improvement. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.